Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the hemi head, bhr cup and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetime. Similar complaints have been identified for the hemi head and modular sleeve. These will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients co-morbidities had to his pain and clinical status. Although it was reported the patient had elevated cobalt and chromium serum levels, and fluid collection evidenced by MRI, neither the levels nor the lab/radiological reports were provided for review. The reported pain, elevated metal ions and fluid collection noted on MRI along with intraoperative findings of black synovial fluid and corrosion of the trunnion may be consistent with findings associated with metal debris, trunnionosis and synovitis. However, the root cause of the metal debris, synovitis and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to pain and discomfort, failed hip arthroplasty with significant corrosion at the head/neck junction of the femoral head and metallosis.